Event description:
It was reported that this right atrial (ra) lead exhibited atrial loss of capture and noise signals. Atrial impedance was found to be below 200 ohms. There was an episode of pacemaker mediated tachycardia (pmt), which was terminated by the pmt algorithm. The lead remains in service. High capture thresholds were found out of the safety margin. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).